Manufacturer narrative:
Wallace, a. N., kayan, y., austin, m. J., almandoz, j. E., kamran, m., cross, d. T. Et al. (2017). Pipeline embolization of posterior communicating artery aneurysms associated with a fetal origin posterior cerebral artery. Clinical neurology and neurosurgery, 160, 83-87. Doi:10.1016/j.clineuro.2017.06.014 the ped remains implanted in the patient; product analysis cannot be performed. From the information provided in the article, patient 2¿s residual aneurysm filling appears to be due to patient condition ¿ aneurysm location was not appropriate for aneurysm occlusion by the ped. The event does not appear to be due to any defect of the ped. It should be noted that the ped is indicated for use in the treatment of internal carotid artery (ica) aneurysms. Mdrs related to this article: 2029214-2017-00953 2029214-2017-00954. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of retreatment after pipeline implantation. The purpose of this article was to examine the safety and effectiveness of using the pipeline embolization device (ped) to treat posterior communicating artery (pcoma) aneurysms associated with a fetal origin posterior cerebral artery (pca). The authors retrospectively reviewed seven patients who underwent seven ped procedures to treat seven pcoma aneurysms with fetal pca. All patients were female. The article states that patient 2 underwent retreatment after ped placement. The patient had initially presented with subarachnoid hemorrhage; the patient had an 8.0mm aneurysm which was treated initially with coiling. The aneurysm recurred and the patient underwent placement of a ped. Follow-up digital subtraction angiography (dsa) 6 months after ped placement showed residual aneurysm filling (82% volume reduction); the patient underwent retreatment in which a second ped was placed. Follow-up dsa 36 months after treatment with the second ped showed complete aneurysm occlusion.